Event description:
The customer stated that higher than expected axsym total psa results (1.2 or 1.6 ng/ml for example) were generated on patients that previously has their prostate removed. These patients usually have values of <0.04 ng/ml. A physician questioned the results. The samples retested at <0.04 ng/ml. No specific patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
The customer support specialist (css) suggested that the customer replace the axsym probes and tubings and then perform a fluidics check. The customer did not have fluidics check solution on hand to perform the procedure. The css instructed the customer to perform a precision run after performing the troubleshooting steps. Complaint text states that after replacing the probes and tubings the precision run using calibrator a was successful and as expected. The customer indicated that since performing the suggested troubleshooting, they have not had any add'l issues with imprecision. This is the final report.